Event description:
Customer's son stated that his mother passed four and half years ago. Please removed customer from mailing list. A follow-up call was made to customer's husband. The cause of death was diabetes releated; not due to the insulin pump. Caller is does not know if his wife was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.